Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon fourth inflation at 12 atmospheres. The device was removed without any problem using the normal method and the procedure was completed with a different device. There were no patient complications reported.